Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported that the tubing came apart 3 times where it screws together. He just keeps putting it back together. Medication being infused was unknown. No patient injury reported.